Manufacturer narrative:
During subsequent follow-up, the reporter stated that the "it seemed that at slow speeds, that the tip of the burr was not rotating in place as the surgeon would expect." The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter ran at slow speeds and the tip of the burr was not rotating in place as would be expected. The whip was observed at speeds less than about 28,000 (rotations per minute) rpm¿s and is acceptable per manufacturer specifications. The reported burr was not rotating in place as would be expected at slow speeds was confirmed but is acceptable. There is no straightness specified for the finished cutter. The rotational fitness of the cutter is ensured with the in situ motor insertion check. Therefore, the reported condition was confirmed however no failure was identified. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an ear nose and throat (ent) surgical procedure, it was observed that the cutting burr device shaft did not look straight and wobbled during use. There was no delay to the surgical procedure. A second identical device was available for use but had the same malfunction. A third identical device was used to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.